Event description:
It was reported that the physician was inserting a cook coda balloon through the 12 f fast-cath sheath and noticed that the sheath broke away from the sheath hub. The end of the sheath was retrieved and a new sheath was put in its place. The procedure continued with no consequences to the pt.

Manufacturer narrative:
One 12f, 23cm, fast-cath hemostasis sheath (with attached extension tubing and stopcock) was received for evaluation. The sheath tubing had been separated from the hemostasis hub at the tubing head. The proximal end of the detached tubing segment and the distal end of the attached tubing segment (within the hemostasis hub) revealed material that was stretched and torn, consistent with forcible separation. No other visual anomalies were noted. The dilator was rinsed with water to enable visual inspection. The hemostasis hub was sectioned lengthwise revealing the tubing head was fully formed. The material inside the hub was stretched and torn, consistent with forcible separation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.